Manufacturer narrative:
Additional information provided in h.3.,h.6. And h.11. The lens was returned posterior surface up in the lens case. Viscoelastic was dried on the lens. One haptic was broken-gusset area, not returned. The optic has a cracked area near the broken haptic which appears to have been caused by an instruments used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported "dislocation" could not be determined. The lens was damaged. It cannot be determined if the damage occurred during delivery or during the removal. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was dislocated. Additional information has been requested and received stating the lens was explanted during initial procedure. The procedure was completed on same day without any harm or injury to the patient.